Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Event description:
The customer¿s dad reported via phone call that there was crack on the insulin pump. The customer¿s blood glucose level at the time of incident was 92 mg/dl. Customer states the insulin pump has cosmetic damage. The customer reported that there was a crack from top of battery compartment up to the bottom. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.